Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
After turning on the device, all led of the device were blinking and did not work anymore. This phenomenon occurred before a procedure. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined, however there is a possibility that the printed circuit board of the device reset the device by detecting another circuit board's accidental start-up failure. If additional information becomes available, this report will be supplemented.